Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per field service report: symptom - call from complaint mgmt specialist in product performance. Purge failure on pt. No harm to pt. Intra-aortic balloon pump (iabp) removed from pt. Findings/action taken: intermittent purge failure. Field service rep saw it once. Found humming noise from helium regulator. Suspect helium slow getting to pcs (pneumatic control switch). Regulator output okay. Replaced regulator assembly. The event occurred when the intra-aortic balloon (iab) was connected to the pump. As a result, the pump was switched out successfully. There was no report pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy while switching out the pump. The pt outcome is okay and iabp therapy continued. The pump is back in service.